Event description:
This product meets the criteria for a 5-day MDR as described in the FDA's notice dated april 8, 2008 [to mfrs and initial distributors of medical devices that may contain heparin or are heparin-coated], and abbott is submitting this 5-day MDR. Our investigation into this event is ongoing and a supplemental MDR will be submitted at the conclusion of our investigation. On 06/09/2008, abbott point of care was contacted by a customer who reported in 2008, at 12:49 an I-stat cardiac troponin I cartridge yielded a result of 0.23 ng/ml. On the event date at 14:42, a different sample, tested on an I-stat cardiac troponin I cartridge yielded a result of 0.00 ng/ml, repeated by two operators, same result. The same sample from the event date, at 14:42 test, sent to the lab yielded a result of 0.01 ng/ml. Bd green top, lot 7309962, exp 3/2009.